Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported that a pt was hospitalized for fluid overload. During this admission, it was noted that he had fever, chills, shakes and abdominal pain during his pd. His effluent showed an increased while blood cell count (wbc) and he was treated with antibiotics for peritonitis. He will continue on ip ancef for two weeks.